Event description:
It was reported that the system had not worked for the past six years. It was noted the patient had bone on bone in the neck and carpal tunnel, and was under the impression his back issues were not hereditary. The transmitter was noted to be functioning properly, but the patient did not feel stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 749851, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 1998, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type programmer, patient; product ID 3210, serial# (B)(4), implanted: (B)(6) 2004, product type transmitter; product ID 3210, serial# (B)(4), implanted: (B)(6) 1998, product type transmitter; product ID 3210, serial# (B)(4), product type transmitter. (B)(4).